Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss greater than an hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of the transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.